Event description:
It was reported that the patient presented to hospital for a follow up. It was noted that the left ventricular (lv) lead exhibited failure to capture. Chest x-ray revealed that the lv lead was pulled back into superior vena cava. The lv lead was explanted. The patient was in stable condition.